Manufacturer narrative:
Ge healthcare service representative performed a checkout of the equipment and confirmed the error in the logs. Rebooting the unit has resolved the issue, and the unit was returned to service.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The customer contact reports there is no patient information available.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.